Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the wires on mega suturecut needle driver instrument were found to be exposed. On 12/05/2024, intuitive surgical, inc. (Isi) received userfacility report (B)(4) stating: exposed wires on mega suturecut.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. Ports were placed at the time of the issue. There was no reported complications with the patient. The issue was resolved using a backup mega suturecut. There was no issues with the opening/closing of the grips until the wires were exposed. There was no issues with the left/right or the up/down motion of the grips. There was a cable visibly protruding from the distal end of the instrument, customer can not remember how many cables. No fragments fell inside the patient. The instrument was inspected prior to procedure and there was no damage or anything out of the ordinary. No instruments collided with any other instrument or tool during the procedure. Event date is 11/25/2024. The instrument is available for return to isi for evaluation, RMA 30286991 and this issue only happened once. There is no available photographic images.intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.

Event description:
Refer to h11 for follow-up information.